Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image noise was due to one of the following: breakage of the charge-coupled device cable, noise was generated and no image was displayed during the angulation operation in the up/down directions, breakage of the circuit board in the video connector, noise was generated and no image was displayed. Olympus will continue to monitor field performance for this device.

Event description:
The company representative on behalf of the customer reported to olympus that there was an air leak, and the insertion part was wobbling on an endoeye flex deflectable videoscope. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, it was found that there was image noise during angulation in the up/down direction and no image was displayed. This medical device report is being submitted to capture the reportable malfunctions found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (wobbling insertion part) was confirmed due to looseness of the insertion pipe, the connection between the insertion pipe and the control unit was not secured. The allegation (air leakage) was not confirmed. Image noise was generated due to a breakage of the imaging cable and no image was produced due to noise caused by damaged circuit board in the video connector section. In addition to the image noise and no image issues, additional evaluation findings were as follows: the universal cord and switch 1 had discoloration, and the adhesive on the bending section cover had a chip. The following components had scratches: the video connector case, the video connector, the light guide cover glass, the light guide connector, the universal cord, the free/engage lever, the right/left lever, the angulation lever, the up/down plate, switches 1 and 2, the grip, the control unit, the right/left plate, and the bending section cover. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.